Event description:
Pt was revised to address infection. Osteolysis was also reported.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product information required in retrieving the device history records for reviewing and searching the complaint database by lot code were not provided. The investigation could not draw any conclusions about the reported infection based on the provided information. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.